Manufacturer narrative:
Analysis was performed on the returned device. The needle to cuff miss was confirmed. Analysis of the returned device found a cuff tab detachment. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. Analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue. In this case, it is likely that a bilateral cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure using proglide devices via an 8f sheath. Reportedly, a suture retrieval issues occurred during plunger retraction. This occurred with three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.